Manufacturer narrative:
The insulin pump powered up properly. No off no power without low battery indicator alarm noted during testing. All operating currents are within specification. The insulin pump passed displacement test. The motor error alarmed during basic occlusion testing due to moisture on force sensor. The insulin pump was unable to test for prime test, occlusion test and excessive no delivery test due to motor error alarm. The motor was tested outside the insulin pump and passed. The insulin pump cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power and motor error. The customer stated that she did not receive a low battery alert prior to the off no power alert. She also noted that her blood glucose had been running high. She added that the motor error alarm occurred during a basal delivery. The customer did not know the blood glucose reading, as she had not tested them yet. The customer did not observe any significant events leading to the alarms. She was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.